Event description:
It was reported that the minirail was used to pre-dilate the isr. The product was used to pre-dilate three times with successful results. Upon the removal of the device, it was noted that the guide wire had become detached from the distal nosecone (protective sleeve). This is being filed based on the returned product evaluation that revealed the tip of the guide wire had separated and was returned in the protective sleeve. No additional information was available.